Event description:
Racer knee anonymous trials reports received. "Event type: requires medical intervention to prevent one of the above, or it is otherwise medically significant. Details: initially reported as ae on 17-jan-2023 - upgraded to sae at sponsor request. Patient attended ambulatory care unit on (B)(6) 2022 with right leg erethema that had moved from the midpoint of her anterior lower leg to just below the knee. She presented with pain on the site and increase swelling to the right leg and pitting oedema. Patient had blood tests and uss. D-dimer was 678. Uss confirmed dvt to right leg. Patient was referred to haematology and prescribed rivaroxab8in 15mg bd for 3 weeks, and then 20mg od for 6 months. Patient was seen by haematology on (B)(6) 2022 and discharged from the clinic with advice.